Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin. Despite frequent occlusion issues, the customer declined additional assistance, and the case was closed by technical support.